Event description:
Reporter alleged discrepant values between the blood glucose monitoring device and a valid comparative at the hospital. Reporter stated device read 547 mg/dl at 9 am and hospital meter read "163 g/dl" twenty one minutes later. Reporter indicated being given saline and being sent home with the hospital allegedly stating his "sugar level was fine." Reporter stated no longer having the vial of test strips used during the alleged incident and no control testing has ever been performed. A request was made for the return of the suspect device and replacement product was sent.